Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error. The customer¿s blood glucose level was 173 mg/dl. The customer reported that the drive support cap was flushing. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. No motor error alarm or unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. (B)(4).